Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus history was not being displayed in the pump history. Additionally, the customer received a continuous glucose monitor error 42. The pump was reset to resolve the issues, and the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 300 mg/dl.